Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. The device was visually examined and found to be within the manufacturer's specification for performance and safety. Performance and functional tests were performed and no failure could be detected. The device was extensive leak tested, all tested conducted were well within specifications and no failure, damage, or defects where noted during examination.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff greater than 24 hours in situ. Replacement was required. No incident related medical sequelae was reported.